Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The service documentation revealed that a burning smell emanated from the power supply while the res installed the unit. The res performed a visual examination of the power supply which identified a burned capacitor on the power control board. The res replaced the power supply to resolve the issue. Functional testing performed by the res confirmed the system was operating properly. The unit was placed into service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. The res performed a visual examination of the power supply which revealed the presence of a burned capacitor on the power control board. Therefore, the complaint has been deemed confirmed.

Event description:
A regional equipment specialist (res) was installing a 2008t hemodialysis machine at the user facility. A burning smell emanated from the power supply when the unit was powered on. The res performed a visual examination of the power supply which identified a burned capacitor on the power control board. The res replaced the power supply to resolve the issue. Functional testing performed by the res confirmed the system was operating properly. The unit was placed into service at the user facility. No patient involvement as incident occurred during the 2008t hd machine installation. Although the power supply was available to be returned to the manufacturer for evaluation, it has not been received for analysis.